Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. The xience sierra everolimus eluting coronary stent system instructions for use (IFU) states: when treating multiple lesions within the same vessel, stent the distal lesion prior to stenting the proximal lesion. Stenting in this order obviates the need to cross the proximal stent during placement of the distal stent, and reduces the chance of damaging or dislodging the proximal stent. The IFU deviation appears to have caused or contributed to the reported stent dislodgement. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure as it is likely the device interacted with the previously deployed stent during advancement while crossing, causing the reported failure to advance and subsequent stent dislodgement. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It reported the procedure was performed to treat a lesion with moderate tortuosity and no calcification in the right coronary artery (rca). A 3.5 x 15 mm xience sierra stent was implanted successfully. A second 3.5 x 15 mm xience sierra stent delivery system (sds) was advanced, but could not cross the previously deployed stent. The xience sierra sds was withdrawn without difficulties, but the stent dislodged in the brachial artery. A snare device was used to retrieve the dislodged stent successfully. A 3.5 x 15 mm xience alpine was used to complete the procedure successfully. There was no damage noted to the first stent implanted. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: manufacturing site.